Event description:
It was reported by service report that the power cord has broken ground at end. No patient involvement or adverse consequences are reported.

Event description:
Caller reports lancet is protruding from multiclix device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.